Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous upper arm graft. After an unspecified guide wire was crossed the lesion, a 6.0 x 40, 40cm mustang balloon catheter was advanced and initially inflated at unspecified pressure. However, on the 2nd inflation at 15 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device observed no damage to the shaft of the device. The balloon showed evidence of being inflated. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material observed a longitudinal tear on the proximal end of the balloon material. The inflation device was verified before and after use with a calibrated pressure gauge. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous upper arm graft. After an unspecified guide wire was crossed the lesion, a 6.0 x 40, 40cm mustang¿ balloon catheter was advanced and initially inflated at unspecified pressure. However, on the 2nd inflation at 15 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.